Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 2, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user received sensor replacement alert on 31st of march 2024, day 11 post insertion. The investigation on the returned sensor revealed that the sensor experienced a led short and loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's led short and hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4. Date of this report 28 june 2024. D4. Primary unique device identifier (UDI) number updated to (B)(4). D9 device available for evaluation? Yes on 05/07/2024. G3. Date received by the manufacturer? 28 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3221,4203. H6. Investigation conclusions updated to 4307.